Manufacturer narrative:
The field service engineer (fse) found an issue with the gear pump pressure for the inner wash of the probes. He also found that the detergent was improperly placed and that there was insufficient cuvette exchange by the customer. The fse performed adjustments and cleanings. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ureal urea/bun result for one patient sample tested on a cobas 8000 c701 module. The initial result was not reported outside of the laboratory. The reporter deemed the result was implausible which prompted a rerun of the sample. The patient's sample was rerun on another c701 analyzer. The result from the first analyzer was 8.9 mg/dl. The result from the second analyzer was 71.8 mg/dl. The reagent lot number is 583200. The expiration date was not provided.

Manufacturer narrative:
The customer reported that there were crystals between the cell segments and that there may be a possibility of contamination during reaction and measurements. It was found that the customer does not replace the cuvette every 4 weeks. The laboratory's humidity was also lower than the specifications. The investigation determined the event was consistent with a maintenance and environmental issue at the customer site.